Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's cuff was needed an additional inflation and no obvious air leakage was found, the device depth was adjusted and still the same. It was discovered that the tracheal intubation was leaked significantly, and the ventilator continued to alarm, leaking, and the patient's oxygen saturation decreased. The device was immediately replaced it with the same specification.